Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with other items, for the report. The sample was visually inspected and found to be non-conforming with clear and orange/brown foreign material on the port face and in the port. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and non-conforming for cut. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and a couple other locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe sample had a cut failure. The cause of the cut failure was the gouges observed on the cutting edge of the inner cutter. How and when the cutting edge gouges occurred cannot be determined and a root cause cannot be identified. The exact root cause of the cut failure and gouges on the cutting edge could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter was primed during initial use but would not cut and only dragged the vitreous, even after reprime cut did not improve during cataract surgery with intraocular lens implant. The procedure was completed on the same day by replacing the pack with new one. The patient harm details was not provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).